Manufacturer narrative:
The device, which was not used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. Visual inspection of the returned device showed no physical damage. Functional evaluation revealed that the device shuts down while running on battery power even at 100% charge. The root cause was determined to be a failed battery. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This failure mode will continue to be monitored for trends. No further investigation is required.

Event description:
It was reported that the renasys go device could not hold the charge. No procedure was being performed when the malfunction happened hence no patient was involved.